Event description:
It was reported that during a laparoscopic cholecystectomy operation, at the cystic artery and ¿choledoch¿ clip applying clip was applied awry and fell down to the abdominal and when clip jaws closed clip was oblique and cannot fit on the vessel.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was clip fed sideways? No. Was clip malformed? Yes. Did clip fall off of vessel after being applied? It was observed that some clips fall of vessel. Was there any bleeding? No. If bleeding, please quantify amount of bleeding. Na. Patient status is ok. The er320 device was returned in good visual condition with a clip in the jaws; the clip was removed in order to measure jaws width and they were found to be yielded. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process.